Event description:
It was reported that during use blood leaked after cannulation from the catheter with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported blood began to leak from the catheter after cannulation.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use blood leaked after cannulation from the catheter with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported blood began to leak from the catheter after cannulation.

Event description:
It was reported that during use blood leaked after cannulation from the catheter with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported blood began to leak from the catheter after cannulation.

Manufacturer narrative:
Investigation summary: received two used nexiva 20ga units from material number 383537, lot number 9074906 in two separate plastic bags. Bag one consisted of the one unit and an opened package. Bag two consisted of a unit and a package label. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A visual/microscopic evaluation was performed on unit one. Bodily fluids were present in the catheter tubing. The characteristic v shape of a spear thru was observed approximately ¼ of an inch above the nose of the winged adapter. The unit was then water/air leaked test, which leaked in the area of the v shape cut. A visual/microscopic evaluation was performed on unit two. The extension tubing was ballooned approximately 1 ½ inches from the nose of the winged adapter. The pinch clamp was close. The unit was then water/air leaked test, no leakage was observed in any area of the unit. Conclusion: unit one displayed a v shape of a spear which was caused by the manipulation of the device by the user or by the manufacturing process. The v shape cut contributed to the leakage. Although leakage was identified, confirmed and replicated, the root cause in indeterminate. The unit was returned used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood leaked after cannulation from the catheter with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported blood began to leak from the catheter after cannulation.